Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was 160 mg/dl. The customer was not aware when the drive support cap stuck out. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk, partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, scratched reservoir tube window, cracked case and missing the drive support sticker.